Event description:
The customer reported that the monitors are not coming on. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and repaired bent pins in the interconnect cable female connector. The system operates as intended.